Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, part of the guidewire had broken and was visible at the end of the vein. It was noted that when placing the lv lead, the physician removed the guidewire and observed on the fluoroscopic image that part of the guidewire was broken. The part of the guidewire that was broken will remain inside the patient and the remaining part that was removed will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. Analysis indicated that the stylet/guidewire was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the analyst noted that the guidewire was returned damaged. Guidewire distal end was kinked, and the guidewire distal tip appeared to be broken. The broken part was not received. According to the returned paper work indicated, the broken part was remained in the patient. If information is provided in the future, a supplemental report will be issued.